Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Device reached recommended replacement time (rrt) march 12, 2016.

Event description:
It was reported that the patient's device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. The analysis of 35j battery (B)(4) from returned device (B)(4) has concluded. An opening was found along the top edge of the anode separator enclosure in segment 2 adjacent the exposed cathode material and the cathode tab. Deposited lithium (li) protruded through the opening and contacted the exposed cathode material and cathode tab. Based on this analysis, battery depletion was the result of an internal short from the deposited li material breaching the anode separator and subsequently contacting the cathode and cathode tab near the anode separator openings.